Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a burning irritation under the garment. The patient's physician gave the patient an ointment to use on the irritation. The patient reported that the irritation and itching had improved.